Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune thyroiditis ("hashimoto's") in a 32-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included abdominal pain, kidney infection, urinary tract infection and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depo-shot in 2005, birth control from 2002 to 2003, mirena iud and paraguard iud. Concurrent conditions included anxiety, depressive disorder, weight loss, spinal column stenosis, sciatica, hypothyroidism, otitis media, hypertriglyceridemia, hypothyroidism, mood swings, insomnia and fatigue. Family history included breast cancer (mother). Concomitant products included levothyroxine sodium (levothyroxin). In 2009, the patient experienced back pain ("back pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced tooth fracture ("teeth chipping away"), coital bleeding ("bleeding spotting after intercourse") and ovarian cyst ("ovarian cysts"). In 2013, the patient experienced arthritis ("arthritis in hips / hip pain"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In 2016, the patient experienced vitamin b12 deficiency ("b-12 dificiency") and allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced intervertebral disc degeneration ("degenerative disc disease"), thyroid disorder ("thyroid issues"), swelling ("all over swelling"), alopecia ("hair loss") and asthenia ("loss of energy"). The patient was treated with ibuprofen, panadeine co (tylenol #3), cyclobenzaprine hydrochloride (flexeril) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. In 2014, the arthritis had resolved. In 2016, the tooth fracture and ovarian cyst had resolved. At the time of the report, the pelvic pain, intervertebral disc degeneration, vitamin b12 deficiency, thyroid disorder, allergy to metals, coital bleeding and alopecia outcome was unknown, the autoimmune thyroiditis and back pain had resolved and the swelling and asthenia was resolving. The reporter considered allergy to metals, alopecia, arthritis, asthenia, autoimmune thyroiditis, back pain, coital bleeding, intervertebral disc degeneration, ovarian cyst, pelvic pain, swelling, thyroid disorder, tooth fracture and vitamin b12 deficiency to be related to essure. The reporter commented: because her symptoms continued to persist, her doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Number of coils on right are6 and on left is 1. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient concomitant and historical condition added, treatment drug and concomitant drug added, lot number received,event medical device removal and adverse event was replaced with event : pelvic pain, autoimmune thyroiiditis, interveterbral disc degeneration, vitamin b12 deficiency, thyroid disorder, arthritis,allergy to metal, ovarian cyst, tooth fracture, coital bleeding, swelling, alopecoia, asthenia, device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune thyroiditis ("hashimoto's") in a 32-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included abdominal pain, kidney infection, urinary tract infection and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depo-shot in 2005, birth control from 2002 to 2003, mirena iud and paraguard iud. Concurrent conditions included anxiety, depressive disorder, weight loss, spinal column stenosis, sciatica, otitis media, hypertriglyceridemia, mood swings, insomnia, fatigue and dermoid cyst of ovary. Family history included breast cancer (mother). Concomitant products included levothyroxine sodium (levothyroxin) for thyroid disorder as well as meloxicam, methocarbamol (robaxin) and methylprednisolone (medrol). In 2009, the patient experienced menorrhagia ("heaving bleeding during periods"), dysmenorrhoea ("painful periods") and back pain ("back pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced tooth fracture ("teeth chipping away"), coital bleeding ("bleeding spotting after intercourse") and ovarian cyst ("ovarian cysts"). In 2012, the patient experienced intervertebral disc degeneration ("degenerative disc disease"). In 2013, the patient experienced arthralgia ("arthritis in hips / hip pain"). In 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In 2016, the patient experienced vitamin b12 deficiency ("b-12 dificiency") and allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced thyroid disorder ("thyroid issues"), swelling ("all over swelling"), alopecia ("hair loss") and asthenia ("loss of energy"). The patient was treated with ibuprofen, panadiene co (tylenol #3), cyclobenzaprine hydrochloride (flexeril) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2014, the arthralgia had resolved. In 2016, the ovarian cyst had resolved. At the time of the report, the pelvic pain, autoimmune thyroiditis, menorrhagia, dysmenorrhoea, tooth fracture, intervertebral disc degeneration, vitamin b12 deficiency, thyroid disorder, allergy to metals, coital bleeding and alopecia outcome was unknown and the back pain, swelling and asthenia was resolving. The reporter considered allergy to metals, alopecia, arthralgia, asthenia, autoimmune thyroiditis, back pain, coital bleeding, dysmenorrhoea, intervertebral disc degeneration, menorrhagia, ovarian cyst, pelvic pain, swelling, thyroid disorder, tooth fracture and vitamin b12 deficiency to be related to essure. The reporter commented: *because her symptoms continued to persist, her doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Number of coils on right are 6 and on left is 1. Diagnostic results: on (B)(6) 2016 findings: essure implants are seen in the proximal fallopian tubes bilaterally. The impression was MRI of the abdomen and pelvis with and without contrast demonstrates a small dermoid in the left ovary with no other significant abdominal or pelvic pathology. Patient had u/s suggestive of adenomyosis and had left ovarian dermoid cyst. Patient with MRI of pelvis with enlarged junction zone but not above t'1e 12 mm criteria for adenomyosis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: visit note from (B)(6) 2016 included clinical history of pelvic pain. Findings: essure implants are seen in the proximal fallopian tubes bilaterally. The impression was MRI of the abdomen and pelvis with and without contrast demonstrates a small dermoid in the left ovary with no other significant abdominal or pelvic pathology. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both fallopian tubes are small wire coils which are firmly embedded within lumen') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included abdominal pain, kidney infection, urinary tract infection, dysfunctional uterine bleeding, cholecystectomy, gravida ((B)(6) 2004, (B)(6) 2005, (B)(6) 2009), obesity, tobacco user, hypothyroidism, hand injury and pericoronitis. Previously administered products included for an unreported indication: depo-shot, birth control from 2002 to 2003, meloxicam, flexeril, robic, synthroid, mirena iud, paraguard iud and tramadol. Concurrent conditions included anxiety, depressive disorder, weight loss, spinal column stenosis, sciatica, otitis media, hypertriglyceridemia, mood swings, insomnia, fatigue, dermoid cyst of ovary, blood in stool, nausea and mouth pain. Family history included breast cancer (mother), diabetes mellitus (*grandmother,) and cancer (*mother). Concomitant products included levothyroxine sodium (levothyroxin) for thyroid disorder as well as cyclobenzaprine, fluconazole (diflucan), meloxicam, methocarbamol (robaxin) and methylprednisolone. In 2009, the patient experienced menorrhagia ("heaving bleeding during periods") and back pain ("back pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful periods") and tooth fracture ("teeth chipping away"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In (B)(6) 2010, the patient experienced coital bleeding ("bleeding spotting after intercourse"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss") and abdominal distension ("swelling in belly"). In (B)(6) 2012, the patient experienced intervertebral disc degeneration ("degenerative disc disease"). In (B)(6) 2013, the patient experienced arthralgia ("arthritis in hips / hip pain"). In (B)(6) 2016, the patient experienced allergy to metals ("allergic to nickel"). In (B)(6) 2016, the patient experienced vitamin b12 deficiency ("b-12 dificiency") and thyroid disorder ("thyroid issues"). In 2017, the patient experienced autoimmune thyroiditis ("hashimoto's/ autoimmune disorder (hashimoto's)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), swelling ("all over swelling"), asthenia ("loss of energy") and arthritis ("arthritis in hip"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2014, the arthralgia had resolved. In 2016, the ovarian cyst had resolved. At the time of the report, the embedded device, pelvic pain, autoimmune thyroiditis, menorrhagia, dysmenorrhoea, tooth fracture, intervertebral disc degeneration, vitamin b12 deficiency, thyroid disorder, allergy to metals, coital bleeding, alopecia, abdominal distension and arthritis outcome was unknown and the back pain, swelling and asthenia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, arthritis, asthenia, autoimmune thyroiditis, back pain, coital bleeding, dysmenorrhoea, embedded device, intervertebral disc degeneration, menorrhagia, ovarian cyst, pelvic pain, swelling, thyroid disorder, tooth fracture and vitamin b12 deficiency to be related to essure. The reporter commented: because her symptoms continued to persist, her doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Number of coils on right are6 and on left is 1. Diagnostic results: on (B)(6) 2016 findings: essure implants are seen in the proximal fallopian tubes bilaterally. The impression was MRI of the abdomen and pelvis with and without contrast demonstrates a small dermoid in the left ovary with no other significant abdominal or pelvic pathology. Patient had u/s suggestive of adenomyosis and had left ovarian dermoid cyst. Patient with MRI of pelvis with enlarged junction zone but not above t'1e 12 mm criteria for adenomyosis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, dysmenorrhoea , abdominal distension , intervertebral disc degeneration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune thyroiditis ("hashimoto's/ autoimmune disorder (hashimoto's)") in a 32-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included abdominal pain, kidney infection, urinary tract infection, dysfunctional uterine bleeding, cholecystectomy and delivery ((B)(6) 2004, (B)(6) 2005, (B)(6) 2009). Previously administered products included for an unreported indication: depo-shot in 2005, birth control from 2002 to 2003, mirena iud and paragard iud. Concurrent conditions included anxiety, depressive disorder, weight loss, spinal column stenosis, sciatica, otitis media, hypertriglyceridemia, mood swings, insomnia, fatigue and dermoid cyst of ovary. Family history included breast cancer (mother). Concomitant products included levothyroxine sodium (levothyroxine) for thyroid disorder as well as meloxicam, methocarbamol (robaxin) and methylprednisolone (medrol). In 2009, the patient experienced menorrhagia ("heaving bleeding during periods") and back pain ("back pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful periods") and tooth fracture ("teeth chipping away"). On (B)(6) 2009, 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced coital bleeding ("bleeding spotting after intercourse"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss") and abdominal distension ("swelling in belly"). In (B)(6) 2012, the patient experienced intervertebral disc degeneration ("degenerative disc disease"). In (B)(6) 2013, the patient experienced arthralgia ("arthritis in hips / hip pain"). In (B)(6) 2016, the patient experienced allergy to metals ("allergic to nickel"). In (B)(6) 2016, the patient experienced vitamin b12 deficiency ("b-12 dificiency") and thyroid disorder ("thyroid issues"). In 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced swelling ("all over swelling"), asthenia ("loss of energy") and arthritis ("arthritis in hip"). The patient was treated with ibuprofen, panadeine co (tylenol #3), cyclobenzaprine hydrochloride (flexeril) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2014, the arthralgia had resolved. In 2016, the ovarian cyst had resolved. At the time of the report, the pelvic pain, autoimmune thyroiditis, menorrhagia, dysmenorrhoea, tooth fracture, intervertebral disc degeneration, vitamin b12 deficiency, thyroid disorder, allergy to metals, coital bleeding, alopecia, abdominal distension and arthritis outcome was unknown and the back pain, swelling and asthenia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, arthritis, asthenia, autoimmune thyroiditis, back pain, coital bleeding, dysmenorrhoea, intervertebral disc degeneration, menorrhagia, ovarian cyst, pelvic pain, swelling, thyroid disorder, tooth fracture and vitamin b12 deficiency to be related to essure. The reporter commented: *because her symptoms continued to persist, her doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Number of coils on right are6 and on left is 1. Diagnostic results: on (B)(6) 2016 findings: essure implants are seen in the proximal fallopian tubes bilaterally. The impression was MRI of the abdomen and pelvis with and without contrast demonstrates a small dermoid in the left ovary with no other significant abdominal or pelvic pathology. Patient had u/s suggestive of adenomyosis and had left ovarian dermoid cyst. Patient with MRI of pelvis with enlarged junction zone but not above t'1e 12 mm criteria for adenomyosis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, other relevant history was updated. Event: abdominal distension, arthritis hip was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both fallopian tubes are small wire coils which are firmly embedded within lumen') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included abdominal pain, kidney infection, urinary tract infection, dysfunctional uterine bleeding, cholecystectomy, gravida ((B)(6) 2004, (B)(6) 2005, (B)(6) 2009), obesity, tobacco user, hypothyroidism, hand injury and pericoronitis. Previously administered products included for an unreported indication: depo-shot, birth control from 2002 to 2003, meloxicam, flexeril, robic, synthroid, mirena iud, paraguard iud and tramadol. Concurrent conditions included anxiety, depressive disorder, weight loss, spinal column stenosis, sciatica, otitis media, hypertriglyceridemia, mood swings, insomnia, fatigue, dermoid cyst of ovary, blood in stool, nausea and mouth pain. Family history included breast cancer (mother), diabetes mellitus (*grandmother,) and cancer (*mother). Concomitant products included levothyroxine sodium (levothyroxin) for thyroid disorder as well as cyclobenzaprine, fluconazole (diflucan), meloxicam, methocarbamol (robaxin) and methylprednisolone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("heaving bleeding during periods"), dysmenorrhoea ("painful periods"), back pain ("back pain") and tooth fracture ("teeth chipping away"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In (B)(6) 2010, the patient experienced abdominal distension ("swelling in belly"), coital bleeding ("bleeding spotting after intercourse"), ovarian cyst ("ovarian cysts") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced intervertebral disc degeneration ("degenerative disc disease"). In (B)(6) 2013, the patient experienced arthralgia ("arthritis in hips / hip pain"). In (B)(6) 2016, the patient experienced allergy to metals ("allergic to nickel"). In (B)(6) 2016, the patient experienced vitamin b12 deficiency ("b-12 deficiency") and thyroid disorder ("thyroid issues"). In 2017, the patient experienced autoimmune thyroiditis ("hashimoto's/ autoimmune disorder (hashimoto's)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), arthritis ("arthritis in hip"), swelling ("all over swelling") and asthenia ("loss of energy"). The patient was treated with codeine phosphate;paracetamol, ibuprofen, and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2014, the arthralgia had resolved. In 2016, the ovarian cyst had resolved. At the time of the report, the embedded device, pelvic pain, allergy to metals, menorrhagia, dysmenorrhoea, abdominal distension, coital bleeding, autoimmune thyroiditis, tooth fracture, intervertebral disc degeneration, vitamin b12 deficiency, thyroid disorder, arthritis and alopecia outcome was unknown and the back pain, swelling and asthenia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, arthritis, asthenia, autoimmune thyroiditis, back pain, coital bleeding, dysmenorrhoea, embedded device, intervertebral disc degeneration, menorrhagia, ovarian cyst, pelvic pain, swelling, thyroid disorder, tooth fracture and vitamin b12 deficiency to be related to essure. The reporter commented: because her symptoms continued to persist, her doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Number of coils on right are 6 and on left is 1. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, dysmenorrhoea , abdominal distension , intervertebral disc degeneration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2021: medical records received. Patient's date of birth was updated. Real fu was received and there was no significant change in the medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both fallopian tubes are small wire coils which are firmly embedded within lumen') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included abdominal pain, kidney infection, urinary tract infection, dysfunctional uterine bleeding, cholecystectomy, gravida (B)(6)2004, (B)(6)2005, (B)(6)2009), obesity, tobacco user, hypothyroidism, hand injury and pericoronitis. Previously administered products included for an unreported indication: depo-shot, birth control from 2002 to 2003, meloxicam, flexeril, robic, synthroid, mirena iud, paraguard iud and tramadol. Concurrent conditions included anxiety, depressive disorder, weight loss, spinal column stenosis, sciatica, otitis media, hypertriglyceridemia, mood swings, insomnia, fatigue, dermoid cyst of ovary, blood in stool, nausea and mouth pain. Family history included breast cancer (mother), diabetes mellitus (*grandmother,) and cancer (*mother). Concomitant products included levothyroxine sodium (levothyroxin) for thyroid disorder as well as cyclobenzaprine, fluconazole (diflucan), meloxicam, methocarbamol (robaxin) and methylprednisolone. In 2009, the patient experienced menorrhagia ("heaving bleeding during periods") and back pain ("back pain"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("painful periods") and tooth fracture ("teeth chipping away"). On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. In (B)(6)2010, the patient experienced coital bleeding ("bleeding spotting after intercourse"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss") and abdominal distension ("swelling in belly"). In (B)(6)2012, the patient experienced intervertebral disc degeneration ("degenerative disc disease"). In (B)(6)2013, the patient experienced arthralgia ("arthritis in hips / hip pain"). In (B)(6)2016, the patient experienced allergy to metals ("allergic to nickel"). In (B)(6)2016, the patient experienced vitamin b12 deficiency ("b-12 dificiency") and thyroid disorder ("thyroid issues"). In 2017, the patient experienced autoimmune thyroiditis ("hashimoto's/ autoimmune disorder (hashimoto's)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), swelling ("all over swelling"), asthenia ("loss of energy") and arthritis ("arthritis in hip"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. In 2014, the arthralgia had resolved. In 2016, the ovarian cyst had resolved. At the time of the report, the embedded device, pelvic pain, autoimmune thyroiditis, menorrhagia, dysmenorrhoea, tooth fracture, intervertebral disc degeneration, vitamin b12 deficiency, thyroid disorder, allergy to metals, coital bleeding, alopecia, abdominal distension and arthritis outcome was unknown and the back pain, swelling and asthenia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, arthritis, asthenia, autoimmune thyroiditis, back pain, coital bleeding, dysmenorrhoea, embedded device, intervertebral disc degeneration, menorrhagia, ovarian cyst, pelvic pain, swelling, thyroid disorder, tooth fracture and vitamin b12 deficiency to be related to essure. The reporter commented: *because her symptoms continued to persist, her doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Number of coils on right are6 and on left is 1. Diagnostic results: on (B)(6)2016 findings: essure implants are seen in the proximal fallopian tubes bilaterally. The impression was MRI of the abdomen and pelvis with and without contrast demonstrates a small dermoid in the left ovary with no other significant abdominal or pelvic pathology. Patient had u/s suggestive of adenomyosis and had left ovarian dermoid cyst. Patient with MRI of pelvis with enlarged junction zone but not above t'1e 12 mm criteria for adenomyosis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, dysmenorrhoea , abdominal distension , intervertebral disc degeneration. Most recent follow-up information incorporated above includes: on 3-jan-2020: pfs received : event "both fallopian tubes are small wire coils which are firmly embedded within lumen", reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced adverse event ("symptoms"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: because her symptoms continued to persist, her doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.